Manufacturer narrative:
(B)(4). The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest, the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs and both maintained their air pressure. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.